Event description:
It was reported that the patient experienced change in therapy effect and withdrawal following a refill session in 2009. No volume discrepancy was reported. The patient was admitted to the emergency room in the next day with the following symptoms: exaggerated rebound spasticity and muscle rigidity. Per the reporter, the patient had "15 hours" of withdrawal and then was "comatose for 1 day" in the intensive care unit. Per the reporter, the managing hcp "did not bother to show up" when the patient was initially admitted to the ICU. The patient also experienced spasm and was "ripping out her hair" and "ripping out" her ivs. A dye study was performed in the next day, which revealed "2 kinks" in the catheter. The reporter stated that the hcp began to titrate drug "down from 250 to 50" but was unable to get "below 96". The reporter stated that the hcp believed that it was "safe" to remove the pump because the patient was on oral baclofen. The pump was removed at about nine days later, and the patient "went through withdrawal again just not as bad" this time. The catheter remained implanted. The patient was in the intensive care unit after pump explant and subsequent "second withdrawal"'; she was hospitalized for 3 weeks. The patient was discharged from the hospital three days later. The reporter stated "we will not do this again"; the patient will not get another itb pump. There was a "lack of communication" between the patient's family and the managing hcp per the reporter. It was later reported by the manufacturer's representative that difficulty aspirating the catheter during the dye study was encountered. Subsequently the hcp was able to do so and the dye study was comleted. The radiologist stated that he saw 2 kinks in her catheter and informed the family of his findings. When the managing hcp reviewed the study, he was unable to see any kinks. The dye went all the way through the catheter and into the csf fluid. The only symptom that the patient experienced that mimicked baclofen withdrawal was itching. She was exhibiting signs that were "more like anxiety or panic". The hcp wanted to test for other issues that might be causing her symptoms, but the family was convinced that the pump was causing the patient's problems. The family elected to have the pump removed. The hcp agreed to do so because of the family's concerns. When the pump was removed, the hcp first opened the front pocket and disconnected the catheter from the pump. The hcp documented that csf was free flowing through the catheter, indicating that the system was patent. The patient was kept a few days to assist her with going through the baclofen withdrawal that she would experience since she was not receiving the medication from the pump. The patient's mother wanted to have the pump analyzed. The hospital would need to release the pump for analysis.